Event description:
Healthcare professional reported a right side ruptured, "hole in radius", and "leaking silicone". The device has been explanted.

Manufacturer narrative:
Cont. H.6. Health effect f2203-imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "leaking silicone".